Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed pitch cable could likely cause or contribute to an adverse event, if the malfunctions were to recur.

Event description:
It was reported that after completion of a da vinci surgical procedure, a wire was noted to be sticking out of the jaws of the prograsp forceps instrument. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.